Manufacturer narrative:
Eval of the returned product did not confirm the reported issue that the unit intermittently holds pressure and readings are not accurate. The unit holds pressure continuously as it should and no intermittency was observed. However, the needle does not return to zero, instead it returns to its initial position in between 0 and 120, as a result no reading could be taken. The unit rubber protective ring is missing. MFR ref file # 2013-06477.

Event description:
Customer reported that cufflator intermittently holds pressure and when it does, the readings are not accurate. There was no pt incident or injury reported.